Event description:
The hospital attempted to hook up a canister but it was found to have a crack in it. Another canister was used successfully.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.